Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate surgical procedure @ 44,746 joules and 18 minutes the fiber was forward firing and decrease vaporization was observed. The fiber was exchanged and the second fiber also had the same failure as the first fiber @ 61,909 joules. The procedure was completed with turp. There were no reports of patient harm or injury. This report is for the second fiber used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Added "difficult to stop bleeding". Patient outcome: "no injury".